Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging device will not turn on/device not functioning, nasal/throat irritation or soreness and extreme dryness in the nasal and mouth area. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
As per device evaluation received on 08/14/2025: the device "remstar auto" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, e, h has been updated/corrected.